Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is july 24, 2014. Device evaluation: h3 - device evaluated by manufacturer? Yes. H6 type of investigation codes 3331, 4110 and 4109. H6 investigation findings - code 213. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity not available. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon had to scan patient's eye twice and adjust the capsulotomy surface manually. Once the patient was treated under catalys, under the microscope doctor saw small amount of blood on the eye. During next day follow up doctor noticed a small 'nick' on the iris but there was no inflammation and patient was doing fine. No patient injury was reported. No loss of vision was reported.